Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c on (B)(6) 2014 and sinus operation ((B)(6) 2014 , (B)(6) 2015). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), eosinophilic granulomatosis with polyangiitis ("egpa- diagnosed 2017/2018"), sinusitis ("sinus infection"), asthma ("asthma"), allergy to metals ("nickel allergy"), genital haemorrhage ("heavy bleeding") and thrombosis ("blood clots"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, eosinophilic granulomatosis with polyangiitis, sinusitis, asthma, allergy to metals, genital haemorrhage and thrombosis outcome was unknown. The reporter considered allergy to metals, asthma, eosinophilic granulomatosis with polyangiitis, genital haemorrhage, pelvic pain, sinusitis and thrombosis to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("cramping") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of d & c in 2014 and sinus operation ((B)(6) 2014 , (B)(6) 2015). On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), eosinophilic granulomatosis with polyangiitis ("egpa- diagnosed 2017/2018"), sinusitis ("sinus infection"), asthma ("asthma"), allergy to metals ("nickel allergy"), genital haemorrhage ("heavy bleeding") and thrombosis ("blood clots"). The patient was treated with surgery (hysterectomy). At the time of the report, none of the outcomes for these events were known. The reporter considered allergy to metals, asthma, eosinophilic granulomatosis with polyangiitis, genital haemorrhage, pelvic pain, sinusitis and thrombosis to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("cramping") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of d & c (trimming of the essure coil on the left side) in 2014 and endometrial polyp, allergy to metals, adenomyosis, uterine leiomyoma and post coital bleeding. At the time of essure insertion, her last menstrual period was on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), eosinophilic granulomatosis with polyangiitis ("egpa- diagnosed 2017/2018"), sinusitis ("sinus infection"), asthma ("asthma"), allergy to metals ("nickel allergy"), genital haemorrhage ("heavy bleeding") and thrombosis ("blood clots"). The patient was treated with surgery (laparoscopic vaginal hysterectomy w/ removal bilateral tubes, uterus or less cystourethroscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, asthma, eosinophilic granulomatosis with polyangiitis, genital haemorrhage, pelvic pain, sinusitis and thrombosis to be related to essure administration. The reporter commented: trailing coils left:14 and trailing coils right: 2. Essure removal procedure: laparoscopic assisted vaginal hysterectomy with removal bilateral tubes, uterus 250 g or less cystourethroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 76.19 kg. [Pathology test] on (B)(6) 2020: there is a 4.5 cm x 0.1 x 0.1 cm grey, metal coil within the posterior left cornu, extending into the left adnexa. No defects are identified. Final diagnosis: a. Cervix, uterus and bilateral fallopian tubes, uterus, cervix, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: no diagnostic abnormalities. Endometrium: proliferative endometrium. Myometrium: leiomyomata and adenomyosis. Fallopian tubes: no diagnostic abnormalities. Material received: a: uterus, cervix, bilateral fallopian tubes. Gross description: right fimbriated fallopian tube: 6.3 cm with a diameter of 0.5 cm. Left fimbriated fallopian tube: 8.1 cm with a diameter of 0.5 cm, with multiple paratubal cysts measuring 0.3 x 0.4 cm to 0.5 x 0.7 cm, metal coil present in the proximal one third of tube. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: medical records received ¿ reporter¿s information updated and new reporters were added. Patient¿s medical history and lab data information (pathology report), and additional details about essure removal surgery were provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.